Event description:
Revision surgery - osteolysis of the bone due to poly wear of the glenoid. No implant failure per the agent, there was only wear and tear from ten yrs of service. The doctor revised a 10mm foundation shoulder humeral stem, 46x22 humeral head, and a 46mm pegged glenoid. The revision implants were a turon size 10 humeral stem, neutral neck, and a 46mm humeral head.